Event description:
During a low anterior resection procedure, the instrument did not staple. The surgeon applied another device. No patient injury was reported.

Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.